Event description:
Related manufacturer reference number: 3006705815-2022-17838. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.